Event description:
Had orif (r) distal ulnar fracture 2/92 in altanta, georgiadeveloped persistant drainage from incision rite admit 6/3 for infection (b) iliac fracture & went to or for removal of hardware & debridement of non union fx (r) alnar-. Information on device unknowninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.